Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a temporary inability to establish communication between the system controller and heartmate touch app was not confirmed. No product was returned for evaluation. The provided information stated that the issue was resolved by rebooting the heartmate touch tablet. It was also reported that the issue has not reoccurred. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ provides troubleshooting steps to resolved various issues while using the heartmate touch, including the system controller not being detected by the heartmate touch app. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported while trying to connect the system controller to the heartmate (hm) touch, the products would not synch or recognize that the patient was connected. The hm touch was turned off and then on again, which resolved the issue. The product worked appropriately after being rebooted.

Event description:
There was no delay to patient care and no impact to the patient. The issue did not reoccur.

Manufacturer narrative:
B5 narrative information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.